Event description:
It was reported to vyaire medical: the bellavista ventilator is presenting a blue screen. Currently, patient involvement is undetermined.

Manufacturer narrative:
G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - vyaire medical's technical support team utilized the log file analysis tool. It was determined the bellavista ventilator will require a new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.